Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. No further information could be obtained.

Event description:
A report was received that the patients pain had worsened using the device. The patient will undergo an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients pain had worsened using the device. The patient will undergo an explant procedure.

Event description:
A report was received that the patients pain had worsened using the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-9218-15 serial #: (B)(4) description: precision m8 adapter, 15cm.

Event description:
A report was received that the patients pain had worsened using the device. The patient will undergo an explant procedure.